Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An unknown stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm. It was noted that the heli-fx endoanchor system was subsequently implanted for the treatment of a type ia endoleak. Proximal neck angulation was reported as 38 degrees and there was localized calcium 2mm thick around 5% of the circumference of the sealing zone. It was reported that the patient presented with type ia endoleak and a ruptured aneurysm. Hypotension was also noted. An iliac extension cuff was implanted within the existing stent graft. This reportedly resolved the issue and the patient recovered. The physician investigator assessed this event to be related to the index procedure. No additional clinical sequelae were reported and the patient is fine.